Manufacturer narrative:
(B)(4). The customer has not returned their device to physio-control for evaluation. Physio-control provided the customer with technical assistance. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device will intermittently not power on when prompted. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control followed up with the customer and they confirmed that they replaced the device's ac power adapter which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to service.

Event description:
The customer contacted physio-control to report that their device will intermittently not power on when prompted. There were no reports of patient use associated with the reported event.